Event description:
The reporter contacted lifescan on behalf of the patient alleging that her one touch basic original meter was prompting the not ok message upon powering on. The medical affairs specialist mailed a letter, since the patient could not be reached. The patient neither alleged harm nor experienced injury. The patient reported being treated by a medical professional; however, no treatment information was provided. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.